Manufacturer narrative:
Product performance engineering reviewed the incident info. Dissection, as noted in the instructions for use and product risk assessment is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality problem. However, in this case, a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a dissection occurred when the vision stent was deployed in the lad. A 2.5 x 12 mm mini vision was used to treat the dissection. No add'l event or pt info is available.